Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/23/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned samples revealed that xc200 reload with 2 clips loaded and one loose clip were received with no apparent damage and one opened foil was received along with the sample. In addition, the clips were noted not properly seated within the reload. No functional test was performed in order to send to actco metrology services for further dimension evaluation. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no damage was observed on the clips. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? It was closed but not holding securely. Was the applier checked for damage (jaws straight and aligned)? No other lot number clips worked. What was the surgical procedure involved? Gyn hysterectomy. Was this a robotic procedure? No. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Yes. Device return status/follow up? Still waiting on return box..

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and a suture clip was used. During the procedure, when the package was opened the clip inside the cartridge appeared to not be in an open form but appeared to be closed. The clip was closed but not holding securely. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No further information was provided.